Event description:
The patient states the pump was unresponsive. At that time the patient noted a blood glucose result of 280 mg/dl and immediately rebooted the pump. The patient states he delivered a correction bolus dose after rebooting the pump and his blood glucose level lowered to a normal range.

Manufacturer narrative:
The pump was returned to animas. A reboot condition was duplicated when pressure was applied to the battery compartment area near the battery cap. When using a test battery cap and pressure was applied to the battery compartment, this condition was not duplicated. The pump was then exercised with no evidence of power loss or rebooting. The battery cap contacts were measured and found to be below specifications.